Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during a colonoscopy procedure in the patient's colon performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was unable to pass the dye through the needle. Additionally, the device was found to be blocked and no needle was visible. The procedure was completed with another interject sclerotherapy needle. There were no patient complications reported as a result of this event. Note: the device was expired when used in the procedure.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) no fluid would flow through the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.